Event description:
Livanova deutschland received a report that the electrical remote-controlled tubing clamp displayed error message "occluder is broken" during setup - after package opened. There was no patient involvement.

Manufacturer narrative:
A.1.-a.5. There was no patient involvement. H11: livanova deutschland manufactures electrical remote-controlled tubing clamp. At the submission of the case, it was also indicated that the serial number could have been the (B)(6), same catalogue (60-05-65), manufactured on 2015-09-04 and UDI (B)(4). If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Manufacturer narrative:
H11: complaints database review revealed no other similar event since unit's manufacturing date. No concerning trend for reported failure mode was highlighted. Considering available information, the most likely root cause was traced back to a temporary/intermittent internal electrical failure as a false contact or bad connections, which was definitively fixed by service technician throughout the equipment check. The risk is in the acceptable region. No specific action was currently deemed necessary. Livanova will keep monitoring the market.

Event description:
See initial report.

Event description:
See initial report.

Manufacturer narrative:
H11: the affected device was returned to livanova japan for a detailed investigation. The technician could not confirm the reported error message upon testing. As a precaution control board and cpu board were replaced. Subsequent functional verification testing was completed without further issues and the unit was returned to service. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.